Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that joystick malfunction and inadvertent gantry movement in z direction in the unknown eye of a patient and internal spring broken, surgeon unable to proceed during refractive surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The company representative was able to replicate the reported issue. The nonconforming joystick was replaced to address the issue. The system was tested and found to meet product. The root cause of the reported event is attributed a non-conforming joystick. The manufacturer internal reference number is: (B)(4).